Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as diagnosis, treatment for the peritonitis began, which included intraperitoneal (ip) vancomycin, (1 gram times 3 doses) and ip gentamicin one time (dose unknown). Five days later, treatment was changed to oral levofloxacin (250 mg twice daily every other day for 14 days). At the time of this report, the patient¿s symptoms were gone, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. On an unreported date, the patient was retrained in proper aseptic technique. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a supplemental report will be submitted.